Event description:
It was reported that this patient presented to the emergency room with chest pain. The patient brought her communicator and the physician assisted with a patient initiated interrogation (pii) of this implantable device. The data demonstrated stable lead parameters apart from decreased p-wave measurements. The boston scientific (bsc) local area representative contributed this skewed reading to farfield oversensing as there were multiple false atrial tachy response (atr) stored episodes. It was relayed to the physician that there were no true events which would have contributed to the chest pain. No adverse patient effects were reported and this device remains in service.